Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed that the viewing station of the imaging system would not power on despite the line power led being illuminated. No power output was coming from the uninterruptible power supply (ups). The representative then replaced the uninterruptible power supply (ups). The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups testing found that the unit would not power on after multiple attempts. New batteries were installed in the ups and the imaging system functioned as designed. This confirmed an electrical failure due to the battery not charging. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the viewing station of the imaging system was not starting up. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A review of complaints found that this is the only occurrence found of an mvs (mobile viewing station) power board with the incorrect fuse installed. A review of the system history was also completed. The system history shows that the only fuses shipped within the last 2 years were 20a fuses, and that the board was last replaced in 2011. It is unknown how the board had 10a fuses installed, unless the site replaced the fuses themselves. As this is an isolated occurrence, no further actions beyond post-market monitoring is required at this time.